Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with elevated blood glucose (bg) levels (350s mg/dl), and trace ketones. Customer was treated with saline and insulin drip. Customer was released approximately 3 hours later. Bg levels were a little above target at the time of release, but customer was doing a lot better.